Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer did not initially leave the pump charging for 30 consecutive minutes, but later used another charging cable, resulting in the pump reaching 100% charge. The issue was resolved without further assistance, though the customer expressed concern as this was the second occurrence. Technical support advised the customer to ensure the pump is charged for at least 30 consecutive minutes with the same charger.